Event description:
Boston scientific received information that this device declared elective replacement indicator (eri) due to an extended charge time measurement of 26.1 seconds. The caller was also inquiring about capacitor reformations and how they would affect the battery status. The patient is in a rehabilitation facility and is in need of an unrelated surgery in addition to device replacement so the doctor is trying to determine a schedule for this patient. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, this device passed labeled longevity calculations. The device was put through and passed the pg therapy verification test that verifies the performance of defibrillation, pacing, sensing, and high voltage shocking, functions of the device. Analysis confirmed that this product was operating within device specifications.

Manufacturer narrative:
The device was subsequently explanted and returned for testing. This product issue will be updated when device evaluation is complete.

Event description:
-----

Event description:
-----

Manufacturer narrative:
A boston scientific technical services consultant discussed eri voltage indicator and end of life (eol) indicators. The consultant informed the caller that the device could trip eol at the next scheduled capacitor reformation or in december. The device remains implanted at this time and no other adverse events have been reported. This product issue will be updated if additional information is received.